Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2016 a trifecta valve was implanted. In (B)(6) 2020, the device was explanted due to the patient developing a high gradient and an aortic insufficiency of grade 2. After explant, calcification and torn cusp were observed. A non-abbott valve was implanted to replace the explanted trifecta valve.

Manufacturer narrative:
The reported calcification and torn leaflet was confirmed. Calcifications were present throughout the tissue of all three leaflets, altering the architecture of the tissue and inhibiting mobility. All three leaflets contained tears, associated with calcifications. All three leaflets were fibrotically thickened and contained circumferential pannus ingrowth on their inflow surface. Pannus was present on the outflow surfaces of leaflets 2 and 3. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcium build up and altered leaflet architecture were contributing factors to the torn leaflets. The calcifications and pannus ingrowth inhibiting leaflet mobility is consistent with the reported symptoms of high gradient and aortic insufficiency.